Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Cause was not known. The customer required assistance and was given a manual injection. Recommendation was made to consult with a healthcare provider regarding diabetes management